Event description:
It was reported that the ventricular leadless pacemaker (vlp) premature separated from the delivery catheter (dc) and embolized in the superior vena cava during an initial implant procedure on (B)(6) 2026. The vlp was not used and a new vlp was successfully implanted. The patient was in stable condition.